Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the pt reported that five days prior, she was not feeling well and her blood glucose reading was 20.6 mmol/l (370.8 mg/dl) with her normal reading being 8 mmol/l (144 mg/dl). She stated she removed her insulin headset and bolused to see if insulin was flowing. She said it took 2.5 units of insulin before it dripped from the tubing. She corrected her reading by injecting insulin. She said she changed her headset and tubing and everything is working fine now. To troubleshoot, the pt was instructed to check the time and basal rates on her infusion device and she confirmed they were accurate. She stated she changes her headset every 4 days and was advised to change her headset every 2 days. She said the headset at issue had been in use for 2 days. She discarded the headset. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.